Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2019).

Event description:
It was reported that sometime post port placement, the port allegedly had a fracture. It was further reported that the port system was removed. Reportedly, extravasation of saline and x-ray contrast was observed. The patient status was normal.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue slim attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported port septum damage as the port septum manifested a hole. However, the investigation is inconclusive for the leak in the patient as this could not be directly observed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the port was allegedly ruptured. It was further reported that the port system was removed. Reportedly, extravasation of saline and x-ray contrast was observed. The patient status was normal.